Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires and causing the reported "add gel" messages. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.

Event description:
Download data from a (B)(6) male patient revealed that the patient was receiving "add gel" messages. Zoll customer support contacted the patient and issued him a replacement electrode belt.